Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found there was some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be separated exposing metal. The device was attached to usg-400/esg-400 for testing and passed the probe check. As designed an ¿u511 short circuit¿ error message was observed, when activated with the device jaws closed due to the metal exposure. Based on similar reported events, the damage to the teflon pad is most likely attributed to user mishandling. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad from the grasping section of the device became loose. An ¿open circuit¿ error message was observed and the seal button was noted not to be working. The intending procedure was completed with a different device. There was no patient injury reported.